Event description:
The customer identified a battery malfunction during preventive maintenance. There was no p involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.